Event description:
Same case as MFR#: 2134265-2010-02900 it was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The 98% stenosed, eccentric, de novo lesion being treated was located in the severely tortuous, severely calcified mid left anterior descending (lad) artery. The physician attempted to predilate with a 1.5x8mm apex balloon. When the balloon was inflated to 16atm the balloon broke. The balloon was removed intact. The physician used another apex to predilate. Then the physician attempted to place a 2.25x24mm taxus liberte stent, but was unable to cross the lesion. While removing the stent delivery system, the stent dislodged at the proximal lad. The physician used a 3.0x24mm non-bsc stent to crush the taxus liberte stent to the vessel wall. No patient complications were reported. Patient status reported as "stable".

Manufacturer narrative:
Device evaluated by manufacturer - the complaint device was not returned to bsc for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/ use error. The apex directions for use (dfu) includes the following caution regarding over-inflation: "do not exceed the rated burst pressure". (B)(4).